Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm in 2004. The aortic neck was repored to be 12-14 mm in length and was angulated 20-30 degrees. In 8 days, it was reported that the stent graft shifted down. Two 28 mm aortic cuffs and a palmaz stent were implanted to successfully resolve the stent graft migration. No additional clinical sequelae were reported and the pt is fine.